Event description:
Reportedly, during the previous follow-up six months before, the displayed longevity of the subject pacemaker was 18 months. Upon interrogation on (B)(6) 2017, the displayed longevity was inferior to 3 months.

Event description:
Reportedly, during the previous follow-up six months before, the displayed longevity of the subject pacemaker was 18 months. Upon interrogation on (B)(6) 2017, the displayed longevity was inferior to 3 months.

Manufacturer narrative:
Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
Reportedly, during the previous follow-up six months before, the displayed longevity of the subject pacemaker was 18 months. Upon interrogation on (B)(6) 2017, the displayed longevity was inferior to 3 months.